Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia") and loss of libido ("sexual intimacy sharply declined"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, fatigue, fibromyalgia and loss of libido outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, fibromyalgia, loss of libido, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and constant pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia") and loss of libido ("sexual intimacy sharply declined"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, fatigue, fibromyalgia and loss of libido outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, fibromyalgia, loss of libido, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.